Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient encountered events where, eight infusion sets fell off during use, on 03/may/2024, after being used for a few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 8.